Manufacturer narrative:
Device evaluation: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the pump is alarming -no disposable clamp tubing-. Silenced, reviewed settings and closed clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and opened clamp. Started the pump. Pump is running. No patient injury was reported.